Event description:
Olympus was informed that the customer high-definition autoclavable camera head reportedly has ¿black/no image¿. The problem was found during inspection before use. The scheduled procedure as completed as normal. No death, injury or harm was reported.

Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The customer¿s reported problem was confirmed the image does not appear, e311 communication error displayed, due to failure of the electrical circuit board. Additionally, the device was found leaking around the focus ring and a damaged coupler unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no mage and communication error e311 due to a faulty electrical circuit board. The specific root cause of the faulty electrical circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.